Event description:
Event description cpi received information that this endotak dsp lead (0125) had dislodged, after a cva accident. This lead was extracted, and another cpi (0125) was implanted in the patient.